Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that her friend's tampon fell apart upon removal. She did not experience any adverse health effects. No further information on consumer's use of the product was provided.